Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door was failed to open. A field service engineer replaced the latch to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed to recover. The customer reported that the malfunction occurred when user tried to issue medication to patient and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.